Manufacturer narrative:
The duraseal exact spine sealant system 5ml us box of 5 (206520) was returned for evaluation: device history record (DHR) review ¿ a DHR review and trending were performed as part of the evaluation. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications, and proper finished good testing was performed prior to release as indicated in the DHR. Failure analysis - the sample received back included pouch, tyvek, tray, 3 spray tips, y-connector, syringe holder, plunger cap, clear syringe with white cap, blue syringe, vial and disposable syringe with needle (not part of ds3 5ml bom). The spray tips, y-connector and holder were visually inspected. The spray tips and holder had traces of blue solution, however there were no signs of damage or usage. The y-connector had no traces of blue solution or usage. The clear syringe was full of solution and no damages were detected. The blue syringe was fully depressed, the blue cap was not present and no damages were detected. The vial was observed with the spike fully depressed; the red line indicator was not visible and there were traces of dry blue solution inside, over the spike tip and around the biodome. The blue syringe was filled with water and attached to the spike, water flowed through out of the syringe to the vial and vice versa. There were no issues with connection nor presence of leaks. Root cause - the root cause is undetermined after sample evaluation. Product received was tested and no issues were found, nor could the complaint be replicated. It was found that the syringe could be assembled properly and there were no leaks or issues present. Per the dfmea, potential causes of failure include: issues with performance. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
An authorized distributor reported that during spine tumor surgery, blue liquid leaked from the duraseal exact spine sealant system 5ml us box of 5 (206520) at the upper side edge of the diluent syringe. The product was replaced to continue the procedure, there was no patient injury or surgical delay.